Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. The display was found to be dislodged and and the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Unrelated to the event the display was found to be dim. Correction number - 2531779-03/24/2010-003-r. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.